Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed autotesting and manual test indicated all channels have no output. Ipg is drawing a high current. A pcb component has failed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system consisting of an ipg and two percutaneous leads on (B)(6) 2007. One lead was placed in the epidural space and the other placed subcutaneously (off-label placement). It was reported that in (B)(6) 2007, the patient lost stimulation in her leg and it was suspected the epidural-lead ceased to function. X-rays confirmed the lead had not moved from position. During surgery on (B)(6) 2007, both leads tested within specification when connected to a different power source. The physician explanted and replaced the ipg. The explanted ipg was returned to ans for evaluation. Follow up on the patient found no further issues reported.